Event description:
It was reported that a difficulty to advance within the artery occurred. Procedure summary during a transcatheter aortic valve replacement procedure vascular access was obtained via a mildly tortuous, mildly calcified transfemoral approach. During insertion of the 14f isleeve introducer sheath within the artery, resistance was encountered. The resistance was likely due to firm subcutaneous tissue. The 14f isleeve introducer sheath was removed from the patient and a kink was identified on the distal portion of the device. A new 14f isleeve introducer sheath was placed without issue. The procedure was completed with the successful implant of a size large acurate neo2 valve. Patient status no patient complications were reported.